Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: attempted manta closure using 14 french manta after impella removal. When physician attempted to insert closure device into manta sheath the bypass tube would not advance. Manta sheath was removed. A second 14 french manta was open and successfully deployed with no resistance.

Manufacturer narrative:
One 14f manta closure, and one 14f sheath were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on components. The 14f manta closure did not exhibit an engaged lever and could not be introduced via the 14f sheath. The closure unit was functionally tested for bypass tube advancement. Resistance was observed. No damages or tears in the button valve were noted. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted following a protected pci, a 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with severe resistance. No buckling or bending occurred to the bypass tube when met with the resistance. The first 14f manta closure and sheath were removed and a new 14f manta closure and sheath were placed; successfully achieving hemostasis.